Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. Returned monitor passed isl but failed eit for failure unrelated to the reported issue. The monitor will continue to perform per prescription and intended use and will not interrupt monitoring or therapy performance. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.

Event description:
Service error code was received on the customer support helpline queue. Customer care called the patient and spoke with the patient's caregiver. The patient's caregiver further reported troubleshooting and clearing the error code. The issue was resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.